Event description:
The customer reported the probe leaked into the reagents and samples tubes on the ortho provue analyzer during type and screen testing. The customer reported the issue appeared to have resolved itself and the analyzer continued with processing. After the instruments completed pipetting; the customer reported liquid residue in and around the instrument. Testing was aborted. No erroneous were reported. Fluid leak can lead to dilution of reagent, sample carry-over cross contamination, and/or erroneous test results.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the connector to the waste bottle was defective. This could lead to a loss in vacuum/pressure, which could result in a prob leak. Repairs have returned the instruments to its expected operation. This customer has not logged any complaint against this analyzer since this incident.